Event description:
It was reported to medtronic neurosurgery that the valve was spontaneously resetting performance levels. The device was explanted.

Manufacturer narrative:
The valve was patent. It passed siphon, reflux, and leak testing. All specifications for pressure-flow testing were met, however the device did not meet requirements for the preimplantation test. Proteinaceous debris was noted inside the valve. Debris within the valve may hold pressure-flow controlling mechanisms open. All performance levels could be set with a single attempt, and the valve did not spontaneously adjust levels within the duration of testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture. No injury to the pt was reported as a result of the alleged performance level changes.